Event description:
Therasense freestyle blood glucose meter gives highly inaccurate readings resulting in over-injection of insulin. These inaccuracies have occurred across multiple meters, multiple strip lots and multiple temperatures. Variances of > 50% are not uncommon at all. Endocrinologist requested they immediately stop using this meter but rptr already purchased 750 strips. Rptr believes this meter poses a huge risk to the type I diabetic community and should be recalled and therasense reimburse all out-of-pocket expenses of consumers that have this product.